Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d8, d9, e4, g3, g6, h2, h3, h4, h6, h10. Review of the most recent repair record determined the motor seized. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during the operation, the skin knife does not work after pressing the switch. Unit would stop working after powering on. No harm was reported but a delay of thirty minutes occurred where patient was under anesthesia. No other adverse events were reported and another device was used.